Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2017 and customer treated hyperglycemia with insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 51 and 59 mg/dl at the time of the incident. The customer was at 167 mg/dl at the time of the call. The customer experienced symptoms such as a seizure. The customer had a high of 403 mg/dl the previous night. The customer was wearing the insulin pump during the incident as the customer and pump were not available at the time of the call. The insulin pump will not be returned for analysis.